Manufacturer narrative:
Additional information: d4, h4.

Event description:
It was reported that 10 syringe sizer sensors on pcas were replaced. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 syringe sizer sensors on pcas were replaced. No further information is available.